Event description:
It was reported to philips healthcare "tcp abnormal" on the heartstart xl. There is no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.